Manufacturer narrative:
All of the buttons responded properly on the unit. The keypad connector and keypad were inspected and no anomalies were found. The unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit had a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a keypad anomaly and low blood glucose levels. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 50 mg/dl. The customer treated by eating a skinny cow and glucose tablets. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.